Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/08/2018. The customer contacted product support and requested for service repair. The filed service engineer (fse) verified the customer reported problem and replaced the cpu board and the power management (pm) board to address the reported issue. Patient information was requested from the customer, but no response was received from the customer.

Event description:
The customer reported that the ventilator has no display, no operation and the power fail alarm is sounding. The customer reported that the unit was in use on patient , but there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13feb2019, date rec¿d by MFR : 28jan2019. Failure analysis conducted by philips on the returned power management (pm) board and central processing unit (cpu) board shows that the customer complaint of ¿no display, no operation, power fail, alarm.¿ was confirmed. No problem was found on the pm board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.